Event description:
The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2011 alleging that her onetouch ultralink meter was reading inaccurately high as compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2011 at approximately 9pm, the patient reportedly tested her blood glucose on the subject meter at received a value of 190 mg/dl. The patient is reportedly on an insulin pump, type and dose of insulin is unknown. It is also not known what her testing frequency is. When the patient received the result of "190mg/dl" on the subject meter, she allegedly took insulin (2.5 units) and retested on the other device within 2 minutes and received a result of 56 mg/dl. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Approximately 15-20 minutes later the patient reportedly developed a symptom of "shaking." It is unknown how the patient treated this symptom. At the time of troubleshooting, the cca determined that the meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have any control solution at that time. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.